Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer completed the procedure, and issue was identified afterwards. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the ac cord on the patient side cart. The system was tested and verified as ready for use. Image review: review of the provided image is consistent with the burn marks on the power cable and outlet. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.

Event description:
It was reported that after a da vinci-assisted surgical procedure, a caller reported power cable burned. The system was not in use and there was no issue involved to patient, the procedure was completed with no reported injury. Intuitive followed and received an image to confirm the burn marks on the power cable.